Manufacturer narrative:
Eval result: fowler, fowler trigger bracket.

Event description:
It was reported by service report that the fowler will not raise. It is unk if there was pt involvement or if there are adverse consequences to report.